Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited front panel failure. The issue occurred during preparation for use. There was no delay and the patient was not under general anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the initial reported device malfunction of front panel failure was not confirmed during evaluation. However, it was found that the power switch was non-operative. The definitive root cause of the issues could not be determined. Olympus will continue to monitor field performance for this device.